Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after an interventional hemorrhoid procedure using a 5f sheath. Reportedly, the suture trimmer would not latch on to the suture. The lever did not open to load the suture. Another prostyle suture trimmer was used to cut the suture which achieved hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided. Device analysis noted the slider was separated inside the metal shaft of the trimmer.

Manufacturer narrative:
The suture mediated closure (smc) system was returned for analysis. The reported failure to cut the suture was confirmed. Device analysis noted the slider was separated inside the metal shaft of the trimmer. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from this lot. Based on this evaluation, a potential product quality issue has been identified. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.